Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." This is the right side record. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." This is the right side record. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. ¿ pain-ndr : unable to observe as it is a medical event that is not related to the device. ¿ lump/nodule-ndr : unable to observe as it is a medical event that is not related to the device. ¿ edema : unable to observe as it is a medical event that is not related to the device. ¿ autoimmune/connective tissue disorders-ndr : unable to observe as it is a medical event that is not related to the device. ¿ pain : unable to observe as it is a medical event that is not related to the device. ¿ malaise : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "lumps in the breast, pain and I was diagnosed with an autoimmune disease, the prostheses were also contracting and I had to remove them with urgency and the prosthesis entered the recall." This is the right side record. Device was explanted.